Event description:
Post a coronary drug eluting stenting treatment prcedure the stent occluded.as reported by the patient's spouse,the patient had 2 taxus express2 drug eluting stents placed in 2004.two bare metal stents were placed about 11/2 years prior.it was reported that one of the taxus stents has "scar tissue" and the other is "just about closed up".follow-up with the physician's officeconfirmed that the patient has had episodes if restenosis,however the timeframes differed.the patient initially had a 2.0x13mm pixel stent placed in the pld off of the right coronary artery and a taxus express2 2.5x12mm drug eluting stent placed in a branch of the proximal obtuse marginal artery.the returned one year later and they found in stent restenosis(isr)of the pixel stent and the taxus stent had mild isr but was sill 40% patent.treatment at the time is unk.the patient returned four months later and a taxus express2 2.75x28mm drug eluting stent was placed in the proximal pld for isr.the patient was recently seen in february 2006 where they found that the 2.75x28mm taxus stent had 70% isr.they reported that the patient has been non compliant and has not been seen by the initial implanting physician since canceling an appointment and missing the rescheduled appointment.